Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of (B)(6) 2025 where cannula was kinked and kinked cannula was l-shaped. The infusion set was used for two days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure. E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name, common device name under d2, lot number, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.